Event description:
The micro reciprocating saw was sent for eval because it was running on its own. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion was noted throughout the internal components of the device. The corrosion of the sockets were identified as the probable cause of the device running on its own; damaged sockets can create a high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.